Event description:
An aneurx bifurcated stent graft delivery system was inserted into a patient for endovascular treatment of an abdominal aortic aneurysm. The patient's access vessels were excessively tortuous and the delivery system kinked while it was being advanced. The device was removed from the patient and a kink was noted (ref MFR # 2953200200700231). A 16 mm diameter x16 mm diameter x 5.5 cm iliac stent graft delivery system was inserted; it also kinked and was removed from the patient. The patient's vessel was then dilated and a stiffer wire was used to advance and successfully implant another aneurx stent graft system. The delivery system was discarded. No clinical sequelae were reported and the patient is fine.